Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported complaint. Review of the device data logs also revealed internal battery not charging and an external battery communications lost alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint and internal battery not charging were due to an isolated component failure within the device main circuit board (pcba) and external battery communications lost alarm was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable with an unresponsive screen and buttons. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time.resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable with an unresponsive screen and buttons.there was no patient harm or serious injury reported as a result of this incident.